Manufacturer narrative:
The reason for this revision surgery was due to metallosis. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report for the unipolar sleeve; the part was dispositioned as acceptable. A review of the product complaint report history shows no prior complaints for the unipolar sleeve; this is the first complaint for metallosis. This is the first complaint for this lot number. The root cause for the revision surgery is due to metallosis. Because the components were not returned, a definitive root cause cannot be determined. Metallosis is a complication of total joint replacement triggering an adverse reaction in the surrounding tissue and is caused by metal wear which introduces loose metal material into the joint area. All components have been shown to have met all critical specifications when released from djo and there has been no evidence presented that suggests a product design or manufacturing problem contributed to the revision.

Event description:
Revision surgery - the pt suffered from metallosis. The surgeon replaced the sleeve, head and liner.